Manufacturer narrative:
Corrected data: original initial report were submitted as follow-ups in error.

Event description:
Second revision surgery - due to the patient dislocating post operatively. Please refer to (B)(4).